Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was identified as a defective qo2 flow sensor (msp399124). This was exchanged as per rga 70385 for the exchange of the whole mixer valve assembly (msp160226 assembly mixer valve o2), which contains qo2 flow sensor (msp399124). There was no patient or user harm reported. The identified root cause was confirmed.

Event description:
Ventilation canceled.